Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had initial surgery on 2017 and enhancement procedure on (B)(6) 2018. Patient presented on (B)(6) 2018 with epithelial ingrowth noted in 2 spots at flap edge in right eye. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurry vision. Patient reported symptoms are not interfering with daily activities. It was also mentioned that surface tissue is dry, rough and irregular and that ingrowth is not in visual axis. Patient will continue to be monitored. Bcva from (B)(6) 2017; right eye pre-op 20/20 -5.00 x -.75 x 50, left eye pre-op 20/20 -5.50 x -.75 x 47. Bcva from (B)(6) 2018: right eye post-op 20/20 .00 x -.25 x 0, left eye post-op 20/20 .00 x .00 x 90.